Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01917 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was readmitted due to symptomatic pump alarm on (B)(6) 2021. Cardia catheterization was performed and the patient was discharged on (B)(6) 2021.

Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing on heartmate 3 lvas. No further related events have been reported at this time. Analysis of the submitted log files confirmed the reported low flow alarms, as well as the pulatility index (pi) events. According to the account, the alarms occurred when the patient had symptoms of arrhythmia. Additionally, the account also stated that the pi events might be related to the arrhythmia. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not conclusively be established through this evaluation. It was reported that the patient had a low flow alarm when the patient experienced symptoms like arrhythmia. The patient was hospitalized. It was noted that the patient had a ramp test performed a couple days earlier and had their speed lowered due to frequent low flows and pi events. The hospital plans to further lower the pump¿s speed down to 5000 revolutions per minute (rpm) next week. The submitted system controller event log file contained data on (B)(6) 2021 from 13:51:14 through 15:24:57. The file captured transient low flow hazard alarms. It was also noted that the log file contained multiple pi events throughout the file. The pump operated as intended at the set speed. The account later communicated that the cause of the pi events might be related to arrhythmia. The patient felt the speed changes during the event. The account stated that the patient was admitted for pump speed optimization at the catheterization (cath) lab. No thrombus was suspected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26apr2019. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. This document also states that there are no audible alarms with a pulsatility index (pi) event and explains that pump performance is sensitive to changes in systemic vascular and left ventricular filling. Both the IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient had a low flow alarm when had symptoms like arrhythmia. The patient visited the hospital and was hospitalized. The patient underwent a ramp test and had just dropped from 5400 rpm to 5200 rpm due to frequent low flow and pulsatility index (pi) events. The patient was to be reduced to pump speed of 5000 rpm. Log file submitted revealed 103 pi events that were occurring on (B)(6) 2021 from 13:51:14 to 15:24:55. All pi events will cause the hm3 vad (heartmate 3 ventricular assist device) speed to drop to its low speed limit, which was set at 5000 rpm. Low flows were also observed on the log file. The patient reported to have had an arrythmia before hm3 implanted, and the cause of pi events might have been related to the arrythmia.the patient was feeling the speed changes and was admitted for the pump speed optimization at cath lab. No thrombus was suspected. No additional information provided.